Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon was able to squeeze the handle and jaws were able to close but clips were ejected improperly. There was no patient involvement.